Event description:
It was reported that there was an immediate normalization of power after the pump reset. The patient was stable and went home the next day.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the submitted log files confirmed two transient pump stops consistent with electrostatic discharge (esd) events and subsequent lvad internal fault events associated with motor_instability and circuit_over_temperature faults.; however, the lvad internal faults cleared after the patient¿s driveline was disconnected and re-inserted. The controller event log files contained overlapping data from (B)(6) 2021 06:31:33 through (B)(6) 2021 03:43:10. Two pump stops were captured on (B)(6) 2021 20:17:30 and (B)(6) 2021 21:23:37 lasting 2 seconds and 3 seconds, respectively. During the event, the pump speed reduced to 0 rpm and the low speed, low current, low flow, and pump stop faults were activated. These pump stops did not result in any alarms, and the pump appeared to ramp up to the set speed without issue following the event. Based on previous complaint history, this pump stop appears consistent with an esd event. On (B)(6) 2021 at 00:31:30, lvad internal faults accompanied by (f55) motor_instability and (f39) circuit_over_temperature faults were captured until 03:42:59. The lvad internal faults cleared as of 03:43:10 after the driveline was disconnected and re-inserted. The pump operated as intended at the set speed for the remainder of the log file following the esd event. The controller periodic and lvad event and periodic log files also captured the events seen in the controller event log file. The patient was sedated with midazolam and propophol. The modular cable was disconnected from the heartmate 3 system controller in the ICU. The modular cable was immediately re-connected with the pump automatically re-starting and clearing the lvad faults. There was an immediate normalization of power after the pump reset. The patient was stable, went home the following day, and resumed normal life with his vad. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 31jul2019. Heartmate 3 instructions for use outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. Section 6 of the hm3 IFU, "patient care and management" (under "postoperative patient care"), warns that static electricity can cause the lvad to stop and explains how it can be avoided. Section 6 (under "electrostatic discharge") explains that strong static discharges should be avoided. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Section 1 of the hm3 patient handbook, (under "general warnings"), warns the user: -do not touch television (tv) or computer screens while you have the pump. Tv and computer screens have strong static electricity. A strong electrical shock can damage electrical parts of the system and cause the pump to stop. -avoid activities and conditions that may induce strong static discharges (for example, touching a television or computer monitor screen) as electrostatic discharges may damage and/or interfere with the electrical parts of the system, and may cause the lvad to perform improperly or stop. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Additionally, the testing & classification tables in section 9 of this document include electrostatic discharge. Heartmate 3 lvas patient handbook outlines all system alarms, including the lvad fault advisory, and the recommended actions associated with these events in the alarms and troubleshooting section. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented to the emergency room with chest pain just around midnight. The patient stated there were no alarms. Power was noted to be 20.6 that appeared to be coincided with a switch from ac to batteries. The system monitor indicated a lvad fault. The patient's map was 90, and clinically stable. The pump's hum was noted to be smooth. A log file was sent in for review which found on (B)(6) 2021 and (B)(6) 2021 two different occasions where there was a pump reset due to an esd (electrostatic discharge) event. The event log captured an lvad internal fault event on (B)(6) 2021 starting at 0:31:00. During the events, the pump power was elevated and it maintained an average speed of around 5400 rpms and provided flow through the pump. It was recommended to cut power from the driveline (disconnect the driveline), then restart the device to correct the lvad internal fault. It was reported that the patient was sedated with midazolam and propophol, the modular cable was disconnected form the controller in the ICU (intensive care unit). The modular cable was then immediately re-connected with the pump automatically restarting the pump. It was noted that the patient tolerated the procedure well. There were no adverse events, the device and its peripherals were functioning as intended. A log file was sent in for review after the procedure. It was noted that the power was still elevated. It was recommended to monitor the patient and review the power over time to see if it decreases. No additional information was provided.